Event description:
This event was reported as tamponade and acute aortic dissection. No further info provided.

Manufacturer narrative:
Examination of the valve in co's laboratory revealed no apparent inconsistencies other than stent distortion which appeared artifactual of explant. X-ray analysis revealed stent distrotion. The primary cause for dysfunction of this valve was determined to be due to aortic dissection. These findings would account for the tamponade noted clinically. H6: 86=x-ray analysis.